Event description:
Chemotherapy infusion line split open at the clamp site spilling chemotherapy all over the registered nurse. Drug was carboplatin. Manufacturer response for IV tubing, IV tubing (per site reporter) ongoing issue with baxter tubing.